Event description:
Additional info received on 12/29/1997 indicates the entire device was removed from the pt on 12/29/1997 because it was "ineffective."

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder has a wear leak.